Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the armrest screws to be loose and the armrest was able to be rocked back and forth. Screws were tightened and were the probable cause for the match grips message. The fse performed a system verification on the system and a full preventative maintenance (pm) at the time onsite. System tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon complained of excessive "matching grips" messages during surgery. The surgeon moved to the other surgeon console, and no issues were noted after that. The surgeon continued with the procedure robotically. There was no report of patient harm due to this event.